Manufacturer narrative:
Isi received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause is attributed to a component failure. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 7 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cables of the tenaculum forceps instrument broke and the surgeon could no longer control it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2021 and obtained the following additional information: the instrument was not inspected prior to use. A traction of the myoma for enucleation was being performed when the issue occurred. As per the surgeon, the problem may have been there since the beginning of the procedure. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside of the patient¿s anatomy. The procedure was completed. A video recording of the procedure was not available. As per the surgeon, it is difficult to evaluate the exact time of the delay because the intervention was complicated; however, the delay was approximately 30 to 60 minutes. Patient-related information could not be provided.